Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Per strips, there is noise on the rv channel. Per online death notice, this pt expired on (B)(6) 2012 while under medical care for an unspecified illness. The following and implanting physicians' offices have not seen this pt since 2010. The cause of death is unk. This lead was not returned and there is no info indicating that this lead was removed prior to cremation or burial. Should additional info become available, this file will be updated.